Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that during a two level acdf, surgeon inserted screw in reflex-hybrid plate at close to maximum angulation and the locking ring of the plate broke into several pieces.

Manufacturer narrative:
Method: device history review;results: the lot # for this product is unknown, so the manufacturing records could not be reviewed. A possible cause for this event could be due to misuse.conclusion: the returned reflex-hybrid 2 level acp was reported to have a locking ring fracture during screw insertion.the product was not returned because it is still implanted in the patient and no lot number was provided, thus a review of the manufacturing records for this product could not be performed.this event occurred during surgery and no delay or adverse consequences to the patient was reported.

Event description:
It was reported that during a two level acdf, surgeon inserted screw in reflex-hybrid plate at close to maximum angulation and the locking ring of the plate broke into several pieces.